Event description:
A surgeon reported that during intraocular lens implantation, he noticed some damage to the lens after inserting the lens into the eye. The incision was widened to facilitate removal of the lens and a different lens was implanted.